Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00620205822/shell / lot #62819386, item# 00877504003/ biolox head / lot #2736816, item # 2736816/ stem /lot #62889186, item# 62506550/ bone screw/ lot#62412854. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00130.

Event description:
It was reported the patient underwent hip revision surgery approximately 4 years post implantation due to noise while walking. During the revision is was noted that the liner was in pieces and the femoral head was black. The surgeon withdrew fluid from the joint and that was also black. The shell remained implanted but the locking ring inside was replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.